Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the IFU section which state: ¿chapter 3 preparation and inspection¿, ¿section 3.2 inspection of the endoscope and section¿ ¿3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function. 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during a diagnostic procedure, there was a red stain or coloring on the suction tube of the evis lucera gastrointestinal videoscope. The customer suspected that it may have been red coloring from something the patient may have eaten the day before. The procedure was completed using the same device with no reported delay, and no harm to the patient. It was noted that the device was inspected prior to use, but the issue was not observed. The device was returned to olympus for evaluation. During inspection, foreign material was found in the nozzle. This report is being submitted to capture the malfunction found during the device evaluation.

Manufacturer narrative:
The device evaluation could not confirm the customer's reported issue. When the foreign material was found, olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was cleaned, disinfected, and sterilized prior to return. There was no delay in precleaning, the nozzle was flushed with air and water and there were no abnormalities in the reprocessing accessories. Examination of the returned device identified the following issues: the bending section cover adhesive was cracked; the electrical connector was discolored; and the control unit and connecting tube were discolored. Scratches were found on the following components: control unit; hand grip; universal cord; universal cord protector; scope connector; scope cover; switch box; right/left directional knob; scope connector cover; and connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.